Event description:
In 2008, a customer called to discuss leaking air around the seal of a tracheostomy tube and did not report any event. Later on about 5 days after, the customer called back to report a tracheostomy tube with a leak which had been replaced a day prior to initial call.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.